Event description:
It was reported that during a transmetatarsal amputation procedure, the blade broke. It was also reported that the case was delayed waiting for new blade and x-ray to arrive. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.